Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The b335 ii power supply, the dc video splitter, the user interface, and the wadi usb stick were replaced. Software was installed and the sharpness and diameter were adjusted. The system was tested and found to be working as intended and put back into service.